Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture and failure to inflate occurred. The 90% stenosed, 30 x 3.00mm, concentric, de novo target lesion with a less than or equal to 45 degree bend was located in the mildly calcified and mildly tortuous right coronary artery (rca). A 3.00mm x 30.00 mm agent balloon was advanced to the target lesion but the device was unable to inflate. The device was removed and it was noticed that the balloon itself was ruptured. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported stable.